Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent excision of infected pubovaginal sling mesh on (B)(6) 2003. It was reported that patient underwent removal of mesh on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).